Event description:
The biorci screw broke during insertion, while completing tibial fixation of a semitendinosus graft. A portion of the screw remains in the patient. There was an approximate 15-minute surgical delay. No patient injury or procedural complications were reported. A back-up device was used.